Event description:
The hcp reported that the patient was in the intensive care unit with "respiratory distress." The morphine pump had been replaced in 2005. No further information was available. A follow-up report will be sent if additional information becomes available.